Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger had been over-rotated. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced and tissue was present. The plunger had broken off and the rest of the plunger shaft was not retracted. The analyst was able to grab the remaining piece of the plunger shaft and pull outward without resistance.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. The handpiece broke during the procedure. No serious injury to the pt was reported.